Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware. Explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).